Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head image was flickering. The issue occurred during cleaning and disinfection before an unspecified diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable failure. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the flickering image was due to the cable defect and cable failure due to a component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head image was flickering. The issue occurred during cleaning and disinfection before an unspecified diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient involvement.